Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is part of a retrospective in-house review.

Event description:
It was reported that the locking screw broke after the surgery. No further details are known at this time.